Manufacturer narrative:
No blank display noted during testing. Device passed displacement test, active current measurement test, sleep current measurement test and self test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got a blank display. The customer's blood glucose level was 134 mg/dl at the time of the incident. The customer was calling back with blank display after receiving new battery cap. No report of the insulin pump screen flashing when the screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.